Manufacturer narrative:
Recall - 3007697864-12/12/2017-001-r. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was received for evaluation. Visual inspection revealed that the line was detached from the hansen connector at unit 1. The reported condition was verified. The cause of the condition was determined to be an insufficient gluing of the corresponding line to unit 1 during the manufacture of the set. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the albumin line connection joint of a mars kit did not hold and got separated at the beginning of treatment. Two nurses were exposed to the leak. The start of the treatment was delayed approximately 2 hours; however, according to the nurse this delay did not affect the condition of the patient. There was no patient or nurse injury or medical intervention associated with this event. No additional information is available.